Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced erosion of a concomitant competitor cardiac resynchronization therapy defibrillator (crt-d) system resulting in endocarditis. As a result, the physician has elected to perform a procedure wherein both systems were explanted in their entirety. No additional adverse patient effects were reported.